Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when the dilator was inserted into the sheath, the physician pointed out that the dilator was difficult to be inserted. When the hemostatic valve was checked, the valve was dislodged inside of the hub. There were no brim cap or hub damages or detachments. The sheath was not being used on the patient when the issue occurred. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when the dilator was inserted into the sheath, the physician pointed out that the dilator was difficult to be inserted. When the hemostatic valve was checked, the valve was dislodged inside of the hub. There were no brim cap or hub damages or detachments. The sheath was not being used on the patient when the issue occurred. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was broken and separated inside the hub. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodge and broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device lot number 14695692 and no internal action related to the complaint was found during the review. The broken and dislodge hemostatic valve could be related to the resistance with sheath and separation issues reported by the customer, the complaint was confirmed. The potential cause of the separation and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).